Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The getinge field service engineer (fse) that evaluated the iabp unit reported that after checking the iabp unit a preventive maintenance was performed. As part of the pm, the safety disk was replaced and the software was updated. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced helium gas loss with every pump cycle. The iabp unit was replaced. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced helium gas loss with every pump cycle. The iabp unit was replaced. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the customer's reported issue. The fse noted that additional testing was being performed at the customer's site. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced helium gas loss with every pump cycle. The iabp unit was replaced. There was no patient harm and no adverse event was reported.